Manufacturer narrative:
Date rec¿d by MFR : 02apr2019, date of report : 30may2019. Information was received that the customer replaced the power status overlay to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator generated a light emitting diode (led) failed error code. No patient involvement. Event date not specified, estimate used.